Event description:
During pump replacement surgery, the hcp was unable to aspirate, but when the hcp took off the catheter, he had free flow of csf so he did not think there was anything wrong with the catheter and decided to replace the pump. The pt's pump was replaced; the daily dosage was decreased from 8 mg to 2 mg/day of morphine. The pt also used oral morphine to control her pain. One day after implant, the pt was found unresponsive. Emergency medical services was called and cardiopulmonary resuscitation was unsuccessfully performed. The cause of death was reported as arteriosclerotic heart disease. The death was not considered device-related and no autopsy was being performed as md did not feel it was a suspicious death. The pump was returned for analysis (please see mfg. Report # 2182207200801815). A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed a pump connector anomaly. An indent the shape and diameter of an outlet port of a pump could be seen on the seal material inside the cup of the connector. This indicated the connector was mostly likely incorrectly inserted onto the outlet port of the pump in such a way, it caused occlusion of the sutureless connector and then damage to the material of the connector.